Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer recently had an injection in the eye and thought that was what caused the high readings. The customer's blood glucose level was 296 mg/dl at the time of incident, but was 270 mg/dl during the call. The customer completed troubleshooting but did not find anything wrong. However, the customer performed the high pressure test twice and it failed both times. The customer was going to have the device replaced, however she called back to cancel the replace and return.